Event description:
Reporter states that she is an acquaintance of a child-bearing friend who was treated by embolization with this plastic device for fibroids and her baby died at 11 days with "charge disease/syndrome." She read an article in the wall street journal just a couple weeks ago about a company in san diego that's applying to the FDA for approval of this treatment device. She says that this plastic tube when inserted for embolization purposes in the groin area causes plastic pellets to travel to the ovaries and creates "mischief." She feels that this company should not be allowed to produce this plastic part- as it gets into the blood circulation and will later cause birth defects. In this instance, her acquaintance's baby had a malformed heart and gastrointestinal abnormalities.